Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5 -11.5d implantable collamer lens into the patient`s right eye(od) on (B)(6) 2024.msi injector system and provisc as viscosurgical device(ovd) were used during surgery. Clinical signs of endophthalmitis ("hypopyon" and "conjunctival hyperemia") were observed on (B)(6) 2024. Humor aqueous was sent for analysis and results were pending. Additional treatment performed included intraocular injection of steroid and antibiotic. As of (B)(6) 2024 the patient status of the eye was reported to improve "absence of hypopyon" and "slight improvement of visus." The cause of the event was reported as unknown.the lens remains implanted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: a review of the device labeling was completed. Complications and adverse reactions: adverse reactions and complications due to, or following surgery and implantation of any evo/evo+ icl may include, but are not limited to: intraocular infection, uveitis/iritis, hypopyon, conjunctival irritation. Warnings complete removal of viscoelastic from the eye after completion of the surgical procedure is essential. Staar surgical recommends a low molecular weight 2% hydroxypropyl methylcellulose (hpmc) or dispersive, low viscosity ophthalmic viscosurgical device. Etiology and pathology of endophthalmitis were not provided to date. Provisc (sodium hyaluronate) is not the ovd that was recommended by staar surgical labeling. Therefore, an exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim#: (B)(4).

Manufacturer narrative:
H6 type of investigation 3331 device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).